Event description:
Admedus received the following information from a foreign facility - treatment summary: at (B)(6) of life: modified norwood operation ( dks, atrial septectomy, partially snared 6mm goretex right ventricular-pulmonary artery conduit ) with rv-pa conduit banded to decrease the pulmonary blood flow. Cardiocel was used for anterior patching of aortic arch and patching of transected main pulmonary artery (to which the pulmonary end of right ventricular-pulmonary artery conduit was anastomosed). At 4 months postoperatively, a cardiac catheterisation was performed (snare on rv-pa conduit successfully balloon dilate). Stenosis at distal right ventricular-pulmonary artery conduit and cardiocel anastomosis observed. No improvement in oxygen saturations post procedure. Take down of norwood to bvr (pulmonary artery reconstruction with homograft patches). Cardiocel patch used to patch mpa was observed to have thickened at the anastomosis end of the gortex right ventriculat-pulmonary artery with a thick neo-intimal layer extending into the obstructing both branch with stenosis of the distal rx-pa conduit to patch anastomosis. No aortic arch negative observations where cardiocel was used.

Manufacturer narrative:
This event is being conservatively reported as stenosis of pulmonary arteries requiring surgical re-intervention is an expected event in approximately 12-15% of congenital cardiac patients according to peer reviewed literature. Due to lack of information, this case is not currently assessable. Admedus is in the process of following-up with the reporter for additional information. Admedus has also requested histological evaluation of the explant material. A follow up report will be submitted once the additional information becomes available and is evaluated.